Event description:
It was reported that the patient presented with difficulty pumping and inflating his inflatable penile prosthesis device. In the office the physician tried cycling the device and it appeared to be cycling fine. The physician is not sure if the patient difficulty was due to the pump or due to the placement of the pump. The pump was explanted and a new pump was implanted. There were no patient complications.

Manufacturer narrative:
Upon receipt at of the inflatable penile prosthesis (ipp) pump at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination found no abnormalities or damages were observed. Leak testing identified there were no fluid leaks from the pump. Functional testing identified the pump did not pass the activation test. Based on the information available and analysis results, the pump activation issues identified in the pump could have caused or contributed to the reported clinical observation of the pump being difficult to inflate.

Event description:
It was reported that the patient presented with difficulty pumping and inflating his inflatable penile prosthesis device. In the office the physician tried cycling the device and it appeared to be cycling fine. The physician is not sure if the patient's difficulty was due to the pump or due to the placement of the pump. The pump was explanted and a new pump was implanted. There were no patient complications.